Event description:
Impedance slowly declining on lead. Impedance of 926 ohms on 04/1998. Impedance on 4/2000 measured 674 ohms. Impedance within specification. Presented to emergency room with complaints of irregular pulse, lightheadedness, shortness of breath on exertion. "Egm's" revealed noise on ventricular lead which inhibited pacing in the ventricle. Lead replaced.